Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection found deep scratches in the chassis where the downstream occlusion seal meets with the chassis. Also found deep scratches in the lcd lens. Customer's reported issue was confirmed through visual inspection. Replaced dso seal. Upon further investigation, found uso (upstream occlusion) seal damaged. Replaced uso seal and performed dso/uso sensor calibration. Performed pvt (performance verification testing) and unit passes all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a damaged dso. No patient involvement. The event occurred during testing.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.